Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator went vent inop with no alarm. The customer reported the device was in use, but there was no pt harm.